Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. The device was reprogrammed and remains implanted.